Event description:
During an open ventral hernia procedure, the instrument penetrated the abdominal wall and stuck the surgeon in the finger. The surgeon removed his glove, applied betadine and rescrubbed. Finished case. Added about 10 minutes to operating time. There was no pt consequence.